Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event of an air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation ablation, an air leak was noted. After going transseptal with the sheath with no issue, the non-abbott catheter (farawave by boston scientific) was inserted into the hub. While aspirating, the physician noted air coming out of the sheath. The sheath was replaced which resolved the issue and the procedure was completed successfully with no adverse consequences to the patient.